Event description:
While the physician was performing an angioplasty of the patient's right profunda, a medtronic in.pact admiral paclitaxel drug coated balloon popped inside the patient's vessel. The patient was not affected. The balloon remained intact, and was sequestered.